Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. As no customer samples were received, the investigation was limited. Additionally, 10 production retention samples from the bd inventory were visually inspected and functionally tested as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. Bd was unable to determine the root cause for the reported issue. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tube that is used in donors for taking a blood count sample is not filling adequately according to the manufacturer's specifications due to a lack of vacuum. The foregoing leads to the alteration of the quality of the sample and to the inadequacy of its quantity for its corresponding analysis."

Manufacturer narrative:
H.6. Investigation summary: "bd received 1 photo from the customer in support of this complaint. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. As no customer samples were received, the investigation was limited. Therefore, 10 production retention samples from the bd inventory were visually inspected and functionally tested as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tube that is used in donors for taking a blood count sample is not filling adequately according to the manufacturer's specifications due to a lack of vacuum. The foregoing leads to the alteration of the quality of the sample and to the inadequacy of its quantity for its corresponding analysis."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tube that is used in donors for taking a blood count sample is not filling adequately according to the manufacturer's specifications due to a lack of vacuum. The foregoing leads to the alteration of the quality of the sample and to the inadequacy of its quantity for its corresponding analysis."